Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion of levaquin was not confirmed through a review of the device logs and was not replicated during laboratory testing. The inspection and testing process did not find any existing malfunctions. Rate accuracy testing was performed on the suspect pump module. No instances of unregulated flow were observed during testing, and the device infused within specification at the incident infusion rate. The pump module was confirmed to be delivering fluid within specification. The sear was also found to properly close the administration set safety clamp when the door was opened. The primary administration set was not returned by the facility the log review of the suspect pump module error logs showed no relevant errors to the reported complaint. The concomitant pcu event log showed that the last infusion recorded on 14dec2025 at 12:53pm matched the reported rate by the facility. It was observed that the device was programmed via guardrails with the following parameters: rate = 100ml/h; volume to be infused (vtbi) = 150ml; duration = 1:30hours; levaquin (drugid296); dose = 750mg. Both the primary volume infused (pvi) and secondary volume infused (svi) were recorded as 0ml at the start of the infusion.. At 1:01 pm the user selected pause and channeled off the unit shortly after. The total time of the infusion was approximately 8 minutes and recorded a total volume infused of 12.123 ml. It is unknown as to why the infusion, with an estimated duration of 1:30 hours was cancelled after only approximately 8 minutes of infusion. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Additionally it is not known what medication is in the actual bag or bottle, only the drug that the device was programmed to infuse. The alaris system user manual (v12.3), provides information that addresses warnings and cautions when loading the administration set and closing the door, ensuring the correct tubing placement over the pressure sensors and to not push or snap the upper fitment snugly into the upper recess to avoid potential infusion inaccuracies. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion sets safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device over-infusing levaquin could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a040502, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on 14 december 2025, levaquin 750mg/150ml was ordered to infuse for over 60 minutes. However, the infusion was completed in approximately 15 to 20 minutes instead. On january 6, 2025, bd obtained additional information through due diligence efforts. It was reported that there was no patient harm. According to the report, levaquin was the primary infusion, and no other infusions were running at the time of the event. The customer stated that the tubing was discarded after the event and could not be returned for further investigation. On 10 february 2026, bd obtained additional information during their site visit at the facility. It was reported that the over infusion of levaquin occurred at an offsite free standing emergency department. Clinical staff were interviewed and stated that levaquin infusions programmed within the emergency department would have been entered as a primary infusion using the guardrails IV drugs library within the critical care profile. Based on the intermittent programming parameters provided for the levaquin infusion (750 mg/150 ml) to be delivered over 60 minutes, the confirmed programmed rate would have been 150 ml/hr. The emergency department director was asked whether clinicians would typically verify at the start of an infusion that the device appeared to be infusing appropriately. Their response was that this most likely would not have been observed.

Event description:
It was reported that on (B)(6) 2025, levaquin 750mg/150ml was ordered to infuse for over 60 minutes. However, the infusion was completed in approximately 15 to 20 minutes instead. On january 6, 2025, bd obtained additional information through due diligence efforts. It was reported that there was no patient harm. According to the report, levaquin was the primary infusion, and no other infusions were running at the time of the event. The customer stated that the tubing was discarded after the event and could not be returned for further investigation.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.